Manufacturer narrative:
Per the clinic, the patient was treated with oral type of steroid medication. Correction g3: correct date received by manufacturer is june 18, 2025, not may 28, 2025 as previously reported in the initial report [6000034-2025-02452].

Event description:
Per the clinic, the patient experienced sudden drop in electrical hearing performance after fitting session, tinnitus and gradual performance decrement since the last five years. Subsequently, the sudden drop in electrical hearing loss was treated with steroid for five days in (B)(6) 2025 (specific type and date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.